Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior and anterior tibial arteries. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior and anterior tibial arteries. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.